Event description:
Customer reported via phone call to have low blood glucose of 40 mg/dl, which was treated with juice. It was reported that basal was programmed by trainer and customer awoke with low blood glucose. Customer had symptoms of headache. Customer was taken to the hospital on (B)(6), 2015. Customer delivered a bolus and then had high blood glucose. When customer removed infusion set, it was found that cannula never entered the body and was curled which happened a few more times. Customer was treated with manual injection. Customer requested to discontinue insulin pump therapy and requested to have insulin pump returned.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.